Event description:
The customer reported that the system was reported to have intermittent charger fail errors. The problem occurred during a procedure, but caused no delay in procedure. There was no pt injury involved with this case.

Manufacturer narrative:
A ge svc rep verified the operation of the charger and batteries. All were good. He checked the insulation under the charger cap and found a slight tear. The problem was repaired and system operation verified. System operation at this time.